Event description:
Hill-rom received a report from a hill-rom technician stating that the bed exit would not alarm. The bed was located at the account in pk100. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.